Event description:
Affiliate reported that after a MRI, the pump was checked and the staff found out that the pump gave a hardware failure 11 error. As a result the device was restarted with a technician key the following day. There were no adverse consequences to the patient.

Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Event description:
After a rmi, the pump was checked and the staff found out that the pump gave the following error: hardware error 11 (please note our sales rep. Was present during this check) the day after this rmi, patient went to the hospital where our product manager ((B)(4)) with support of r&d of (B)(4), restarted the pump. No adverse reaction on patient. Additional information explained that the device was distributed with the old IFU. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. In addition, a new (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to (B)(4). A follow-up is being generated. (B)(6).

Manufacturer narrative:
It has been communicated that the device is not going to be returned for investigation. The pump interrogation performed during field visit by means of a hardware technician key, collected data confirmed a hardware failure [11]. Based on the information provided, the pump error could be cleared and that the physician could resume the medication. The pump errors were successfully cleared and the pump program was restarted. It has been shown that the pump failure was not related to the pump hardware integrity, but most probably to a possible interference with the MRI examination onto the pump. A corrective action was implemented to avoid this defect; effectiveness has been demonstrated for pumps manufactured after the enhancement. It is not known at this point if the device was sent prior to the corrective action. In absence of the device the lot number has been provided and a review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this or similar complaints. At the present time this complaint is completed. Device is still implanted.